Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 16 mg/dl and a subsequent seizure. Paramedics arrived and administered dextrose intravenously. The customer stated that they would contact the endocrinologist regarding settings and diabetes management with the pump.

Manufacturer narrative:
Brand name, common device name